Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Facility retained.

Event description:
Poly exchange for total knee originally implanted (B)(6) 1997.